Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. The valve was implanted in the patient with a type 1 raphe. The dimensions of the native valve were annuls perimeter 79.8mm, left ventricular outflow tract (lvot) perimeter 82.mm and the patient's aortic valve angle (av angle from 3mensio) was 48 degrees (note: fusion on right/non). A pre-dilation was attempted with a 22mm non-abbott balloon. The pre-dilation was unsuccessful due to a high blood pressure (bp) and the physician attempted a 24mm non-abbott balloon and pre-dilation was successful. A nitro medication was given for high bp. During procedure, at 80 %, the implant depth was 4mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc). The implant depth prior to release was 3mm on ncc and 3mm on lcc. After the implant, upon withdrawing the nose cone, it got interacted with inflow of the valve. The valve migrated up from 3 to -1 or so to aorta. The physician mentioned the cause of valve movement was inadequate pre-implantation balloon aortic valvuloplasty (bav) and nose cone interaction. The patient remained stable and a non-abbott valve was implanted. There was no delay in the procedure. The patient was reported stable and got discharged with no issues on (B)(6) 2025.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of navitor valve migration was reported. Information from field indicated that upon withdrawing the nose cone it interacted with inflow of the valve and the valve migrated up from 3 to -1 mm. Reportedly, the pre-dilation was unsuccessful due to a high blood pressure. The navitor valve remains implanted and will not returned to abbott. Based on the information available, device migration appears to be related to procedural conditions (nose cone interaction with the valve and inadequate pre-implantation balloon aortic valvuloplasty). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported surgical intervention was a result of valve-in-valve implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.